Event description:
The customer obtained multiple reproducible false reactive vitros anti-hav igm patient results (lot 3080 results= (B)(6)) from multiple patient samples run on the vitros immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown if the false reactive vitros anti-hav igm results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number seven of eight mdrs for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. (B)(4).

Event description:
This report is number seven of eight supplemental mdrs for this event. Eight supplemental 3500a forms are being submitted for this event as eight devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple reproducible false reactive vitros anti-hav igm patient results were obtained from multiple patient samples run on the vitros immunodiagnostic system. The investigation has not determined a definitive root cause. However, the possibility that unknown sample interferents, analyzer related issue or reagent related issue had occurred could not be ruled out entirely.